Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Diagnosis and indication for index surgical procedure on what tissue was the suture used? How was the suture placed (interrupted or continuous)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What tissue dehisced? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was there any precipitating stress factor for the suture pulling out of the tissue? What was the appearance of the suture during the second procedure? Did the suture break? If yes, location of the break, i.e., middle, end? Other relevant patient history/concomitant medications lot # will product involved in the event be returned? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a spinal procedure on (B)(6) 2018 and barbed suture was used to suture the incision. Four weeks post-op, the patient returned for a follow-up visit, was observed and released as fine. Two days later, the patient returned, reporting the incision had dehisced in the middle of the incision. The incision was resutured the doctor performed a culture of the wound and the patient was released. Additional information has been requested.